Event description:
Related manufacturer reference# 1627487-2019-08554 & 1627487-2019-08556. It was reported the patient experienced ipg migration. As a result, the patient underwent surgical intervention on (B)(6) 2019. Wherein the physician was able to repair the damage to the lead and re-positioned the ipg in the pocket. Postoperatively, effective therapy established.